Manufacturer narrative:
The autopulse s/n (B)(4) was returned for evaluation and repair on (B)(4) 2016. A visual inspection showed a bent battery lock. This damage is unrelated to the reported complaint. This type of physical damage can occur through normal wear and tear, over the life of the device. Autopulse serial number (B)(4) was manufactured in october of 2007. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of related complaints reported for autopulse with serial number (B)(4). A review of the device archive data confirmed multiple faults of ua 45 and ua 12 had occurred on (B)(4) 2016. Initial functional testing could not be performed due to the occurrence of ua 45. A check of the belt switch assembly indicated it is within specification. The shaft was rotated to the home position to remedy the faults. The device was then run with a test manikin for 15 minutes without issue. In summary, the customer's reported complaint of ua 45 and ua 12 being displayed was confirmed. Rotating the shaft appears to have resolved the issue. If additional information is received a supplemental MDR will be submitted. Note that user advisory error messages are designed into the platform when one of several conditions is detected. Ua 45 alerts the operator that the autopulse driveshaft is not at its home position when the platform was powered on. This user advisory will persist until the driveshaft is returned to its home position. Per the autopulse user guide instructions, to clear ua 45, the operator needs to pull up the lifeband until the chest bands are full extended. This action will move the driveshaft to its home position. Ua 12 alerts the operator that the autopulse is not installed or not properly installed. The band clip on the lifeband is not properly engaging safety switches in the driveshaft. The autopulse users guide instructs the user to ensure the lifeband is properly installed with the band clip seated in the drive shaft. Press restart to clear the ua. Additionally, the autopulse user guide provides instructions that guide the operator to follow general steps to troubleshoot advisories and faults. If they are unable to clear the indicators, the customer is instructed to call zoll.

Event description:
It was reported that during a shift check the device displayed user advisory (ua) 12 (lifeband not present) and ua 45 (not at "home position after power-on/restart). The site tried several times to reset driveshaft into home position with no results. No patient involvement was reported.